Manufacturer narrative:
There was no known patient involvement. Livanova deutschland manufactures the bubble detector sensor. The incident occurred in apopka, florida. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during procedure a bubble detector sensor 3/8" malfunctioned. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: despite several attempts, livanova was not able to retrieve additional information from the customer. No information regarding the type of malfunction and the service activity eventually performed by the hospital biomed was provided. Complaints database analysis revealed no similar event since unit installation in 2018. Due to the lack of information, the root cause of the reported event could not be established and remains unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.